Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that there was surgical procedure performed to remove an artificial urinary sphincter (aus) due to an infection. It was further reported that on the day of the aus removal, the patient began to experience pain near his inflatable penile prosthesis (ipp). There were no further patient complications. This report is for the aus case.